Event description:
The ventilator apparently got too close to the MRI magnet and caused it to shut down while on a patient. Contributing factors. No visual or audible warnings or alarms from the tesla spy feature of the ventilator as designed. Upon further investigation, the ventilator showed "fan failure". Actions taken. Troubleshot the ventilator. Tesla spy system seem inoperable ¿ no indicator lights at all. "Fan failure" error noted upon turning on the ventilator. The trolley brakes were engaged at the time of the event. The ventilator was not attached to the wall anchor. Teslaspy indicator lights were not lit.

Event description:
The ventilator apparently got too close to the MRI magnet and caused it to shut down while on a patient. Contributing factors: no visual or audible warnings or alarms from the tesla spy feature of the ventilator as designed. Upon further investigation, the ventilator showed "fan failure". Actions taken: troubleshooting the ventilator. Tesla spy system seem inoperable ¿ no indicator lights at all "fan failure" error noted upon turning on the ventilator. The trolley brakes were engaged at the time of the event. The ventilator was not attached to the wall anchor. Teslaspy indicator lights were not lit.